Event description:
The manufacturer received information related to an everflo portable oxygen concentrator. The device was returned to a third-party service center. During inspection, the service technician reports finding a burned pca.